Manufacturer narrative:
(B)(4). The patient is a user of the continuous glucose monitoring system which is being reported under MFR# 3004753838-2015-05866. The patient is also a user of the animas vibe system which is being reported under MFR# 3004753838-2015-05867.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.